Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during a MRI guided breast biopsy procedure, the device allegedly mislabeled. There was no reported patient injury.

Event description:
It was reported that during a MRI guided breast biopsy procedure, the device was allegedly mislabeled. It was further reported that the device was used in incorrect procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was reviewed. The photo shows the label part part of the device and it is verified with the system. In that label some marker stains are there stating test MRI. Hence the investigation is unconfirmed for the reported labelling issue as the label provides the correct information and the investigation is confirmed for improper or incorrect procedure or method as the user used the device with MRI. A definitive root cause for the alleged labelling issue could not be determined based upon the provided information. However, the definitive root cause for the alleged improper or incorrect procedure or method is determined to be user related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 05/2024), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.